Event description:
Boston scientific received information that the patient with this device experienced a syncopal episode. Following the episode, a lot of anti-tachycardia pacing (atp) occurred; therefore, the electrogram (egm) during the syncope could not be retrieved. As a result, the cause of the syncope could not be determined. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.